Event description:
It was reported a patient enrolled in a clinical study underwent right total knee arthroplasty on an unknown date. Subsequently, the patient underwent manipulation on (B)(6) 2007 due to arthrofibrosis. No further information has been provided to date.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number; manufacture date ¿ unknown.